Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a procedure performed on (B)(6), 2012 to treat a malignant gastric outlet obstruction (pylorus to d1). The patient's anatomy was not reported to be tortuous, and the area was not dilated prior to the attempted stent placement. According to the complainant, during the procedure, the stent catheter became stuck in the scope preventing the stent from being further deployed or reconstrained. The handle detached from the catheter and both the stent and catheter were stuck half way through the tumor with approximately 50% of the stent deployed. The scope was eventually drawn back over the catheter, and the stent and catheter were removed from the patient. The distal end of the deployment catheter appeared "bunched up and wrinkled". The procedure was completed with a new wallflex enteral duodenal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The exact age of the patient is unknown however over 18 years old. The complainant indicated that the device will not be returned for evaluation as it has been disposed; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.